Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant evo stent graft was implanted in the endovascular treatment of a 67mm fusiform descending thoracic aneurysm into zone 4. Approximately 9 months post index procedure it was reported that the measured max device diameter was 1.8mm greater than nominal device diameter. Then at the 12 month follow up imaging, further stent ring enlargement was identified and the measured maximum device diameter was measured as 2.3mm greater than nominal device diameter. Interim imaging 22 months and 24 months post index procedure identified that the measured maximum device diameter is 2.0mm greater than nominal device diameter. Further imaging from 27 and 28 months post index procedure identified that the measured maximum device diameter is 2.1mm greater than nominal device diameter. Stent overlaps are not evaluable due to excessive overlapping; fracture not evaluable due to overlaps; no migration or thoracic aortic lengthening were identified. Core lab retrospectively reviewed interim follow up cl imaging from 22 months post index procedure retrospectively identified a second persistent stent ring enlargement on vemc3737c175ce of +21.mm and +1.6mm and aortic enlargement of +27.2mm.